Event description:
It was reported that after 3 minutes of use the recanalization catheter was working well and crossing a chronic total occlusion of the right superficial femoral artery when resistance in advancing occurred. After 5 minutes, the user pulled out the catheter and discovered that 3 cm of the catheter tip was left inside the pt. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device has not been returned for eval to date. The investigation is currently underway.